Manufacturer narrative:
(B)(4). D10: 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 62390061. Unknown - unknown nexgen articular surface - unknown. Unknown - unknown nexgen patella - unknown. H6 : mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery on an unknown date. Subsequently, the patient was revised due to instability. All components were revised. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual examination of the provided pictures identified an explanted femur. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a healthcare professional. Review of the images note a right total knee arthroplasty with a small knee effusion. There are no malalignment and no radiographic evidence of component loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.